Manufacturer narrative:
Investigation into the reported event remains ongoing and a supplemental report will be filed once results are available. Preliminary information indicates that discrepancies between continous glucose monitor (cgm) readings and blood glucose measurements were reported at the time of the event. Additionally, review of the event information suggests potential inconsistencies in carbohydrate entry and bolus delivery; however, the contribution of these factors has not yet been confirmed. The current version of the twiist automated insulin delivery (aid) system user guide provides information about system alarms and the recommended actions associated with them, as well as ways to prevent hypoglycemia. This document explains that the eversense 365 cgm manufactured by senseonics is compatible with the twiist aid system. It is also explained that the system can use fingerstick values to adjust basal insulin delivery and bolus recommendations. Additionally, users are instructed to have a backup therapy available at all times. No additional information relevant to the reported event has been made available to millyard advanced medical products, llc, at this time.

Event description:
An initial event notification was received by sequel med tech, llc, on (B)(6) 2026 and forwarded to millyard advanced medical products, llc on the same day. On (B)(6) 2026, approximately 8 hours after starting therapy on the twiist automated insulin delivery (aid) system, the user received an urgent low glucose alert that woke them up. The user's glucose decreased to approximately 40 mg/dl, resulting in a fall and loss of consciousness after hitting their head. The user had been using the workout preset to raise their correction range and had discontinued multiple daily injections 24 hours prior to starting on twiist. The user was admitted to the hospital and required warming measures due to reduced body temperature and underwent a head computed tomography evaluation. It was noted that the user's eversense 365 continuous glucose monitor (cgm) was reading 260 mg/dl when they arrived at the hospital; however, their fingerstick glucose was only 160 mg/dl. It was also revealed that the user had inadvertently entered 131 grams of carbohydrates for the day. The user reportedly bolused for 52 grams of carbohydrates, followed by a cancelled and reinitiated bolus resulting in delivery of approximately 9 units of insulin. The user was discharged on (B)(6) 2026. It was later reported that the user's eversense 365 cgm values continued to vary from their fingerstick values, prompting the user to get a new sensor/transmitter.